Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a patient had a carotid endarterectomy using the cormatrix ecm for carotid repair and later experienced restenosis. The case had occurred approximately 1 year prior. The surgeon had to ligate the artery to treat the stenosis.

Manufacturer narrative:
The exact cause of the restenosis is unknown. No sample was returned for evaluation.